Event description:
It was reported by service report that the footboard clamshell was cracked with sharp edges exposed. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard clamshell.